Event description:
Customer states: prior to use on a pt upon the cuff was deflated after pre-test performed a doctor confirmed asymmetry of the cuff and it appeared deflated. The customer confirmed this was discovered during pretesting of the product.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis.